Event description:
Event description boston scientific (bsc) crm received info from implant paperwork that this device was explanted for normal battery depletion. During the procedure when the physician was removing the device from the pt's pocket, the header completely detached from the device casing. The pt's rate dropped from 60 ppm to 24 - 30 bpm and the physician experienced difficulty removing both the right atria (ra) and right ventricular (rv) leads. Multiple wrenches were attempted and after a few minutes both leads released and there were no adverse effects to the pt as a result and no intervention was required. A new device was implanted and the physician elected to keep the same leads in service. The device and wrenches used during the procedure will be returned for analysis. The wrenches were returned in the returned product kit so technicians could observe how much torque was used to get the leads out.

Manufacturer narrative:
Upon receipt, all telemetry operations were normal and normal interrogation was observed on the zoom programmer. Analysis noted that the header was detached from the device casing and add'l damage was observed on the header due to excessive force used to retract the setscrews with incomplete/improper insertion of the torque wrench either during seating or unseating of the setscrews. Microscopic visual inspection of the feedthrough wires noted that they appeared to be pulled apart and broken of by external force. Further inspection of the inner seal rings noted evidence of silicone to silicone bonding in both the atrial and ventricular inner seal rings. The allegation of leads stuck in header was confirmed by analysis due to silicone to silicone bonding.